Event description:
Additional information was received which noted that the patient's ra lead was fractured. A surgical revision was performed and the lead was explanted and replaced. The ra lead was tested via the pacing system analyzer (psa) during the revision. This reproduced the high impedance measurements, noise and non-capture. The device remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) noise, oversensing, inappropriate atrial tachy response (atr) episodes, non-capture, and high impedance measurements of greater than 3000 ohms. Troubleshooting options were discussed. The device was reprogrammed and no intervention had been planned or performed. No adverse patient effects were reported. The device remains in service.